Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had increased leg, back, and hip pain starting 2 weeks prior to the report and the device was not helping. The clinician programmer showed that the patient had only used the device 25% since (B)(6) 2017 and shows she just turned the device back on 4 days prior to the report after having it off for an unknown amount of time. Impedances shows there are electrodes out of range with some contacts > 20,000 ohms. The device was reprogrammed using the unaffected electrodes. The patient said that they will also have a block and rfa by the hcp for her increased pain. The patient will use the new program as well. The issue was reported to be resolved. No further complications were reported.